Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not connect with monitor) was confirmed. As received, the trunk cable connector was broken. The caues of the inability to connect with the monitor is the broken connector. The root cause of the broken connector is physical abuse. No adverse event resulted from the damaged connector.

Event description:
A distributor contacted zoll to report that a patient's belt connector would not connect with the monitor.